Event description:
(B)(4). The provider states the unit will run for a minute, shut down then alarms. The provider states the unit is a rental unit but didn't have the hours nor additional information regarding the incident (B)(4).